Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that a wireless telemetry unavailable message appeared on quick look. .

Event description:
It was reported that during a device interrogation, the programmer said the wireless telemetry was no longer available. The telemetry system detected an error and disabled the wireless telemetry. The device remains in use. No patient complications have been reported as a result of this event.